Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprostheses. Gore® excluder® iliac branch endoprosthesis (ibe) was used in the right side of the patient. A gore® molding & occlusion balloon catheter (mob) and three gore® dryseal flex introducer sheath were used as accessory in the procedure. The procedure was completed without any endoleaks. On (B)(6) 2025, the day after surgery, the patient suffered a cardiac arrest due to hyperkalemia caused by an embolism. Despite attempts at resuscitation, the patient could not be resuscitated and expired. The cause of death was cardiac arrest due to hyperkalemia. Information of the autopsy has not been obtained. The physician stated that the exact cause of the event is unknown. He mentioned that it is possible the catheter manipulations, such as embolization of multiple vessels, including the lumbar arteries, accessory renal arteries, and left internal iliac artery, may have caused the thrombus to shift within the aneurysm.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: the gore® molding & occlusion balloon catheter IFU was reviewed with respect to the complaint detail for the applicable region and time period. The following statements were identified in relation to the complaint. 2. Device defects and adverse events [major adverse events]: embolization. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.